Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(6).

Event description:
The customer received questionable c3, igm, and igg results for an unknown number of patient samples from (B)(6) 2018. The issue was discovered when a clinician questioned a result. Of the data provided, only the results for igg were discrepant. Refer to the attachment to the medwatch for all patient data. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 285739. The expiration date was requested but was not provided. Investigation of the data indicated there was carryover. The engineer replaced the wash system tubing, verified the wash and fill levels, replaced the degasser tank, replaced the valve bank, and replaced the gear pump head. The probe alignments were verified to be correct. The sample probe wash station was found to be very dirty and stained.

Manufacturer narrative:
The investigation determined that the service actions resolved the issues at the customer site.